Event description:
When the nyicu nursery ICU rn flushed the secondary lumen of the PICC line, it was noted that the buff cap was cracked. IV fluid was leaking from the side of the buff cap. The buff cap was successfully changed using sterile technique.======================manufacturer response for buffalo cap, carefusion (per site reporter).======================this was the first of (4) buff cap events on the same nyicu unit and the company was made aware and is investigating. All of the buff caps came from the same omnicell drawer and presumed lot# (given). All buff caps in this drawer were removed and given to the company rep. New buff caps were placed in the omnicell-from a different lot number. Great, swift response from carefusion---kudos!